Event description:
Return product received reported the break of an extension carrier while pulling back two extensions. The tunneler was tunneled in standard fashion and the carrier slid into place with both extensions attached. The carrier was locked into the place and while the implanter was pulling back the tunneler, the carrier stem broke with both extensions approximately 7cms from the scalp incision. The carrier and extensions were dissected out without damage to either extension. The carrier break required the physician to make an additional attempt to complete the tunneling of one of the two extensions. The procedure was completed successfully without patient injury.

Manufacturer narrative:
(B) (4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.